Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Event description:
A report was received that following a pocket revision procedure wherein a plasma cutter was used, the patient's battery would not hold a charge and unresponsive to the remote control (rc). The patient will undergo an ipg replacement procedure.

Event description:
A report was received that following a pocket revision procedure wherein a plasma cutter was used, the patient's battery would not hold a charge and unresponsive to the remote control (rc). The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint was confirmed. The device could not be charged nor linked due to asic-u2 damage. The surface temperature of the component measured 29.5 ºc. The sleep current measured 12.88 ma. The patient data was retrieved with an external power source, and the device had been normal prior to the revision. It was reported that a cyber-cutter or a plasma cutter was used during the revision, and resulted in the device damage.

Event description:
A report was received that following a pocket revision procedure wherein a plasma cutter was used, the patient's battery would not hold a charge and unresponsive to the remote control (rc). The patient will undergo an ipg replacement procedure.